Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml exactamix eva tpn bag was leaking from the middle port. The leak was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : two (2) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port cap from the base of the spike port tubing on both samples. The reported condition was verified. The cause of the reported condition could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.